Event description:
The facility reports the staff finished the bath, lowered the tub, and removed the resident from the tub. The staff was in the process of drying the resident's feet with the chair in an elevated position when they noticed a shadow overhead and looked up as the resident was failing forward, landing on the staff member. The lift slide away from the resident and the resident and staff member fell to the floor with the resident on top of the staff member. The resident suffered brusing to right adbdominal area, linier in nature, injury to their spine and is visiting a chiropractor.